Event description:
Additionally, physician reported encapsulation, device tear with leakage and silicone infiltration. MRI noted silicone adenitis and pathologically enlarged lymph nodes. Device explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code : f2203 - imaging. Continued h.6. Health effect - impact code : f2201 - biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Left side. Device explanted and replaced.